Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an operating channel perforated. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update to e5, g2, h2, h3, h4 and h6. Based on the results of the investigation and from the information obtained, the device was returned and the customer reported issue was confirmed. It is likely due to a pinhole on channel tube, water tightness is lost. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.